Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim but can still be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/06/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to this complaint, the battery compartment was observed to be cracked.